Manufacturer narrative:
Asku

Event description:
It was reported by the patient's son that the patient died with cause of death noted as sudden cardiac death. An autopsy is being done. The son reported he was told "device did not go off." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported by the patient's son that the patient died with cause of death noted as sudden cardiac death. An autopsy is being done. The son reported he was told "device did not go off." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Review of public database revealed obituary reported the patient died "after suffering sudden cardiac arrest."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.